Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: during testing, the pump powered on normally. The pump successfully completed the ez prime steps. The pump was exercised for 24 hours with a 1.0u/hr basal rate with no issues.; at end testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. The complaint was not duplicated during testing. An ezcarb and ezbg bolus were manually calculated; the returned pump correctly calculated the same units. The pump¿s bolus calculation feature found to be functioning properly. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) value that was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. During troubleshooting, it was determined that the pump was not calculating bolus deliveries accurately. This complaint is being reported because of an alleged inaccurate delivery issue.